Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise over-sensing which resulted in pacing inhibition. The rv lead was explanted and replaced. The patient was discharged.